Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the sensor gave low values all day; the patient took sugars, coca cola and glucagon without checking a bg with a glucometer. The patient's mother reported that after the carbohydrate intake the patient had symptoms of fever, vomiting and dizziness. No bg test was done during the symptoms. In the afternoon the sensor gave an error message and the mother called 118 (the emergency number). At the hospital the bg was approximately 500 mg/dl. The patient was hospitalized for hyperglycemia, treated with 500 ml of an unspecified physiological solution, and was released after two days. At the time of the report the patient was doing fine. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.